Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR. Report#: 1627487-2018-12313. It was reported high impedance was found during surgical intervention for an issue reported under MFR. Report#: 1627487-2018-00037. The patient's leads were also found to have migrated. Upon explant of the leads, they were found to allegedly be bent. The leads were replaced. Surgical intervention addressed the patient's issue.